Manufacturer narrative:
No product will be returned for evaluation.

Event description:
Pt reported that a day prior, her infusion device displayed an e6 (mechanical error). She stated she tried removing and reinserting the battery and could not get the error cleared. Pt reported she has been disconnected from her infusion device a day prior. Pt stated today, she inserted a new battery and changed the insulin cartridge and was able to clear the error. She reported the infusion device is in run and functioning just fine now. Advised her to use aa batteries. Pt reported her blood glucose is up to 271 mg/dl. She stated she bolused 5.5 unites of insulin less than 30 minutes ago. Pt reported she has not had any other errors or occlusions on her infusion device. Advised to change infusion adapter with every 10th insulin cartridge change. On callback 5 days later, pt stated that her blood glucose has returned to normal and the infusion device is functioning as intended. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product return was requested.